Event description:
Doctor reported failure of implants after placement of pepgen and osteograf bone grafting materials prior to and at the time of implant placement; no osseointegration was achieved. As a result, the implants were removed.